Manufacturer narrative:
Flow transducer test was reported failing. A service engineer confirmed the issue and replaced several printed circuit boards (pcbs). The faulty pcbs and log files were sent back for further investigation. The logs confirmed the reported issue starting at (B)(6) 2021. A visual inspection of the returned goods found a corrosion/liquid spill problem. The pcb were not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).